Event description:
A cardioquip (cq) customer performed hpc testing with cardioquip due to suspected contamination. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on (B)(6) 2026, indicating device contamination.

Manufacturer narrative:
A cardioquip (cq) customer performed hpc testing with cardioquip due to suspected contamination. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on (B)(6) 2026, indicating device contamination. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. These options would return the device to specification. These options were relayed to the customer via email on (B)(6) 2026. As of the date of this report, the customer has not responded to these options.